Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an osteotomy at tooth #7 where dbm putty was placed in an osteotomy site. During a routine post-op follow up, the patient reported having pain at the implant site. The graft was removed 22 days post-op due to implant mobility.